Manufacturer narrative:
The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user found the infusion set tubing disconnected from the cartridge and observed the connector had cracked, preventing removal until a rewind was performed; the user wears an inset 23" 6 mm set and resumed therapy after replacing the set without alerts or alarms. Symptoms included no reported adverse physiological effects. Outcomes included no impact on blood glucose control, no medical intervention, and no hospitalization. Investigation included guided troubleshooting and education. Investigation of this case revealed a cracked connector consistent with a component break. The device has not been returned therefore no physical device evaluation or investigation was performed to confirm the reported condition or root cause.